Event description:
The manufacturer received information alleging patient is hearing impaired, difficulty breathing/short of breath; device is noisy, patient also felt electrical static in her nose and right below her eyebrow, related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 22, 2024 and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging hearing impaired, difficulty breathing/short of breath; device was noisy, patient also felt electrical static in her nose and right below her eyebrow, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and during internal evaluation, the device powered on and airflow was confirmed. Manufacturer observed dust contaminant on the rear panel, ui panel, bottom enclosure, blower box, blower and blower seal. A keratin like substance was observed on the blower box outlet and the rear panel, evidence of sound abatement foam degradation/ breakdown was not observed. The heat test was performed on the device power supply, power cord and the patient portal to verify that the temperature will where within the required perimeters. The test results showed that the device and the patient report all showed temperatures within the threshold required. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation and not able to confirm complaint or address the patients symptoms. Section h6 has been updated in this report.